Event description:
It was reported that the implant at tooth site #4 fractured and was removed. Patient presents with broken implant. Removed and replaced.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Gender: unknown / not provided. Patient weight: unknown / not provided. Email: unknown / not provided.

Manufacturer narrative:
The following sections have been updated: a1: patient identifier b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,mcol mg,3.7mm,8mm (tsvmb8) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Implant fractured at the collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 4 (universal) and was used for approximately 5 years, 10 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (62689778). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62689778) for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (tsvmb8). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event was confirmed.